Event description:
The field svc rep (fsr) reported that during preventative maintenance (pm) and installation of a rebuilt electronic pt gas sys (epgs) unit, he noticed the oxygen (o2) sensor was loose at the midpoint seam. The fluid had leaked out and was dried on the exterior of the sensor. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The sensor passed calibration, but because of the unk damage, the fsr installed new oxygen (o2) sensor.